Event description:
According to the reporter, during an open procedure, upon opening of the suture, it was found that the thread was broken for all the reported devices.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. Six sealed representative samples with the appropriate packaging were available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the suture thread broke. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.